Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that twice in the last two weeks and again this morning, the patient's handset would get stuck at 0% when attempting to deliver a bolus. The patient described what an agent understood as holding the white side of the communicator over the implant; the agent reviewed instruction. The agent assisted the patient with closing all apps, deleting data, resetting the communicator, and powering on and off the handset. The patient then connected to the pump very fast. The patient commented that they had lost a bolus and didn't feel like they had gotten the bolus, but they couldn't always tell. An agent reviewed reports could be run on devices through the clinician tablet and redirected to their healthcare provider (hcp) to further address.

Manufacturer narrative:
B3. Date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700 product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.